Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. A patient reported they had a change in symptoms. The patient stated she was going to the bathroom about every 2 hours and she thought it shouldn¿t be that often. Patient services found out that stimulation was not turned on, the patient was directed how to turn stimulation on. The patient did not feel stimulation and therapy was not on. After turning stimulation on the patient stated she could feel stimulation. The patient was first on program 3 at 1.8 v and increased to 2.0 v, where she said stimulation was comfortable and in the correct area. The noted the change in symptoms had started at least 6 months ago. Additional information received from patient on (B)(6) 2017 reported that she was still having the same issue with lack of therapeutic effect. She had to go to the bathroom 4 times at night still. Patient would like to try a different program. It was reviewed with patient how to change the program and patient was able to change from program 3 at 2.3v to program 4 at 2.2 v. Patient reported she felt comfortable with the setting she was at right now. Patient also reported that she would be having total knee surgery this week and needed to review how to shut off her implant. It was reviewed with patient how to shut off/on the implant. Patient reported knee surgery not related to the device/therapy. Additional information was received from the patient on (B)(6) 2018. It was reported that a couple months before the report, the patient started getting burning in her back where her implant was located and the burning was constant that she can't even lay on that side now. The patient mentioned they told her she just had an active bladder and she was clear, so at first, she didn't think anything of it. Also, it was stated that the patient went for a major surgery in (B)(6) 2017 for her knee surgery, then the patient was told she had a bladder infection and needed to get rid of the infection before they do her knee. The patient was given something, which made her break out in hives, so they put her on something else that was supposed to clear it but she doesn't think the infection ever went away because all of a sudden she can't control anything. It was mentioned that the patient went to see her orthopedic healthcare professional (hcp) on (B)(6) 2017, and was told by the hcp that she has a bladder infection. The patient called her managing physician (the hcp for her device) after having tests done at a laboratory and nobody called her back with results but she knew she had a bladder infection because it was ridiculous how often she was going to the bathroom. She went to the bathroom every half hour and she couldn't even make it to the bathroom now, so she did her device, it's at 2.5, she feels stimulation, and knows it's working. The patient confirmed that the stimulation was comfortable and not burning. Furthermore, the patient went to her osteopathic hcp, who asked if the patient got her bladder fixed and the patient said no. The hcp told her she still has t he infection, so the patient went to see her managing physician. It was stated that the patient spoke to the nurse and asked them to give her something for the infection but her insurance wouldn't cover it, so the patient got another hcp on call and prescribed something else that the insurance covered. The patient further stated the medication wasn't covered, she got off the phone on the morning of the report, and they got her a medication that her insurance covers within 48 hours but she was instructed to contact the manufacturer for the burning in her back. During the report, turning the implantable neurostimulator (ins) off was reviewed if it would resolve the issue, but the patient had not tried that and didn't want to turn the ins off because she was about symptoms getting worse with therapy off. The patient didn't want to pee more. The patient called her managing physician office and they told her to call the manufacturer. It was reviewed if her hcp had settings they wanted the patient to be on. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Patient outcome changed from other to intervention required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review determined c50791 applies to this event. If information is provided in the future, a supplemental report will be issued.